Event description:
1 of 2 reports. Other mfg report number: 3014334038-2024-00090. A facility reported a perforator failed to disengage during a brain tumor procedure. When it occurred, 2 perforations still had to be performed. After change of perforator, the surgeon was able to continue the intervention without other incident. The event led to more than 30 minutes surgical delay, no patient consequences. According to customer this incident occurred several times. This report is for first event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a potential cause of the reported failure may have been related to the positioning and pressure application, during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.